Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were going to have an MRI on their kidneys, which they noted was not related to the device or therapy. The patient reported a fall in 2015. The patient stated they had a surgery in (B)(6) 2015 and were told to not turn her stimulation off ¿because they don¿t know anything about it¿. The patient stated that after the surgery the urine just flowed out of them and they had no control of their bladder. The patient stated the loss of therapy only happened after the surgery. The patient noted that the stimulation was on and it was working. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.